Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted from the hepatic duct to jejunum to treat a common bile duct stricture due to cancer metastasis during a hepaticojejunostomy performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed; however, it did not open. The physician waited for a few minutes to allow for the flange to open and attempted to jiggle the catheter, but it still did not open. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed from the hepatic duct to jejunum. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed from the hepatic duct to jejunum.